Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels over 600 mg/dl. The customer experienced high blood glucose levels for the past two weeks. The wife was unable to troubleshoot at the time of the call, but requested more training. Advised that the insulin pump trainer would be notified. Nothing further was reported.